Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 18x3.0mm, de novo target lesion was located in the non-tortuous and non-calcified proximal right coronary artery (rca). Following the insertion of a 4.0 jb non-bsc guide catheter, a non-bsc guide wire was advanced to cross the lesion. Predilation was performed with a 2.5x15mm quantum apex balloon catheter resulting to 50% residual stenosis. Subsequently, a 3.00x24mm promus element ¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent was deformed after trying to place the stent. The device was completely removed together with the guidewire and the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis inside the guide catheter. A visual examination of the crimped stent found the proximal portion of the crimped stent was severely damaged, distorted, bunched distally and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a lumen kink in the outer and inner shaft wall 15mm proximal from the bi-component bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 18x3.0mm, de novo target lesion was located in the non-tortuous and non-calcified proximal right coronary artery (rca). Following the insertion of a 4.0 jb non-bsc guide catheter, a non-bsc guide wire was advanced to cross the lesion. Predilation was performed with a 2.5x15mm quantum apex balloon catheter resulting to 50% residual stenosis. Subsequently, a 3.00x24mm promus element ¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent was deformed after trying to place the stent. The device was completely removed together with the guidewire and the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.